Manufacturer narrative:
Additional information was received stating that the device was not an ethicon product. This medwatch #2210968-2017-32423 will be voided.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please provide the product code and lot number of the samples tested. Please make extra effort to get product back from the moh for ethicon to perform testing. Is it possible to obtain samples of the same product code and lot number for analysis? Was there any anomalies (hole, tear, puncture, open or incomplete seal) noticed on the suture packages that compromises sterility? How many of the samples tested had a sterility issue?

Event description:
It was reported that the health authority had been conducting sterility test to the suture product and the sterility test result did not comply. Additional information has been requested.